Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting antrum during a laparoscopic sleeve gastrectomy, the stapler could not be fired and there was an unloading issue. The surgeon opened a new stapler and reload to complete the case. There was no patient injury.